Event description:
It was reported that the pump touch screen was black and would not turn on. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.